Event description:
It was reported that during the start of a water vapor therapy procedure for benign prostatic hyperplasia, the delivery device did not produce steam, only water came out, three different kits were tried but the issue was the same. The procedure was postponed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported event was not confirmed. The device was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. The delivery device passed the visual and functional testing as well as the mechanical test performed. The allegation reported for vapor not delivered, could not be duplicate. The tests and investigation performed did not find any anomaly regarding the returned device. A review of the device history record confirmed that the delivery device met manufacturing specification prior to release. Based on the analysis, a conclusion code of no problem detected was assigned to this event, since the device operates within specifications.

Event description:
It was reported that during the start of a water vapor therapy procedure for benign prostatic hyperplasia, the delivery device did not produce steam, only water came out, three different kits were tried but the issue was the same. The procedure was postponed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.